Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding an external device to an implantable pump infusing dilaudid for spinal pain indications. It was reported that the patient's personal therapy manager (ptm) was giving them difficultly in delivering a bolus. The patient rep stated that every time they turned on the device to get a bolus it told them that the myptm app had been shut down and needed to restart. The patient rep also mentioned that every time they delivered a bolus it would get stuck at 90 and be there for minutes. The patient rep mentioned that the issue started perhaps mid last year when the new pump was installed and they had new equipment. The patient rep stated that when they were done delivering a bolus, they shut off the power of the handset and whey they turned it back on it told them the apps needed to be shut down. An agent assisted the patient rep with clearing the data, provided best practices in using their external equipment, and suggested closing all the applications after delivering a bolus. The patient rep was able to connect to the pump much faster and was routed to the lockout screen.